Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider later reported that the pump was delivering morphine 20 mg/ml at 8 mg/day. They stated that the pump was not delivering any other medication. They stated they did not believe an alarm occurred. The patient came in for a refill on (B)(6). After that, the refill date was (B)(6). The patient came in to have their pump refilled on (B)(6) (before the refill date). They stated the patient was doing fine when they came in for their refill.

Event description:
It was reported that two weeks prior to the date of this report the patient¿s pain returned and it felt that the pump ran out of medication. The patient was in ¿terrible pain¿ just as he was before the pump was implanted. He had been ¿on his back¿ for the past two weeks and denied hearing a pump alarm. The patient felt ¿it could be low¿ and could not understand why he was ¿so acute right now I¿ve been flipping out.¿ related to this issue, the patient had been ¿in the hospital¿ twice in the last two weeks from the date of this report. The patient was to see the physician on september 11 for a refill. However, the physician reportedly told the patient that he would not give him any medication. The patient stated ¿I¿m going to kill him cause I¿m on oxycodone 4-5 times a day plus the pump.¿ the patient has had a bad back for the past thirty years and had screws and plates implanted in his back at some point. The patient was to have a magnetic resonance imaging scan (MRI), unrelated to the pump, on the lower back. The patient reported he has panic attacks and was afraid for the MRI. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report. (See related (B)(4)¿loopy/ unconscious.)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).